Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date in early december 2021, the patient underwent the primary surgery with the other company¿s ovation stem for the left hip joint. After the surgery, the fracture of the femoral stem occurred. On (B)(6) 2021, the initial revision surgery was performed with the srom stem, the sleeve, and the head. After the initial revision surgery, the stem loosened and sank, so that the second revision surgery will be performed on (B)(6) 2022. The stem and possibly the sleeve are also sunken, and the stem will be replaced with stryker¿s stem. The patient status is unknown. According to the surgeon, this is difficult case with bmi in the late 30s. The possible causes other that the products are high bmi. The sales rep has not heard any comments regarding the products from the surgeon. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.